Event description:
It was reported that during slitting of the inner catheter the safety guide of the slitter became detached, exposing a sharp edge to the lead. The slitter was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).